Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while attempting to staple across the bowel during laparoscopic anterior resection, the stapler would not close completely on the tissue and it was making an odd sound when attempting to close it. A new stapler was opened, and it fired fine, and the case was completed. So, tissue thickness was not the issue. There was no patient injury.